Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for >1000 colony forming units (cfus) of klebsiella pneumoniae bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air/water channel cfu: 2 cfu bacterial identification: moraxella sp, roseomonas mucosa sampling date: (B)(6) 2025 sampling from: instrument channel cfu: 1 cfu bacterial identification: brevibacillus sp sampling date: (B)(6) 2025 sampling from: suction channel cfu: < 1 cfu bacterial identification: : n/a sampling date: (B)(6) 2025 sampling from: auxiliary channel cfu: < 1 cfu bacterial identification: : n/a based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.